Event description:
A malfunction occurred on the customer's pump, as reported by the caller, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.